Manufacturer narrative:
G2. Foreign: japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that normally after one day of use, the remaining battery level would consistently decrease by about 30%, but starting about a week ago, there have been times when the battery level does not decrease at all and remains at 100%. Conversely, there are also times when the battery level decreases by nearly 60% in one day. Removal and reinsertion of the battery pack did not resolve the issue. The issue has not been resolved, and no patient harm was reported. Additional information was received. Ins information confirmed. The cause of the battery depleting was unknown. No self-adjustment was performed. Adaptivestim was being used. No further complaints have been received from the patient.